Event description:
4 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and the pt expired. The initial implant was in 2004. Access was obtained throught the right femoral artery. The lesion in the mid obtuse marginal (om) was predilated three times with a 2.0x15mm sprinter @ 10 atm's for 45 seconds and twice @ 12 atm's for 45 seconds. The taxus express2 2.5x20mm drug eluting stent was then positioned in the om and deployed @ 10 atm's for 45 seconds. The pt received intracoronary nitroglycerin, heparin and integrilin during the procedure. The sheath was removed and a perclose closure device was used on the right femoral artery. The pt was transported to the telemetry unit monitored and was discharged the following day. Pt was discharged on plavix and was reported to be compliant with the plavix. The pt presented on the 4th day after a collapse from borderline cardiogenic shock. Pt was found to have a pericardial effusion with a large blood clot and infarcted. A pericardiotomy was performed in the ICU for a tamponade and the pt was transferred to the cath lab for a pericardiocentesis. The pt arrived to the ccl vented @ 12 breath/minute. The physician then obtained access through the left femoral artery. The thrombus was located in the proximal om. The physician attempted to cross the lesion with a wire and was successful. It was noted that the anatomy was tortuous. The pt received lasix, dopamine, versed and vecuronium during the procedure. The infarct resulted in mitral regurgitation which required surgery. The physician consulted with a surgeon at hospital. The left femoral artery sheath was sutured in place and a pressure bag was attached to the arterial sheath. The left femoral vein sheath was also sutured into place. The pt was transferred to the ccu monitored and then transferred to hospital for valvular and bypass surgery. It was reported that the pt did well after surgery. At some point, after surgery, the graft to the om tore loose and the pt bled out. They were unable to reattach the graft because the tissue was so granulous. The pt subsequently expired, the date is unknown.